Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was resistance during transeptal puncture. It was reported that there was resistance when attempting to go transeptal with the vizigo sheath. The caller stated that upon inspection of the vizigo sheath, it was noticed to be bent at the tip. The vizigo sheath was replaced and the procedure continued without further issues. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the dilator was passed through one of the irrigation holes at the tip area, after removing the dilator from the sheath, the tip was found bumped. No other damage or anomalies were observed on the device. A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. A device history review was performed for the finished device batch number, and no internal actions were identified. The bumped tip could be related to the intracardiac resistance issue reported by the customer, as such, the complaint was confirmed. The bumped tip could be related to a potential skin incision size relative to the sheath during the procedure or the manipulation of the device before or during the procedure; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
On 15-jan-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was resistance during transeptal puncture. It was reported that there was resistance when attempting to go transeptal with the vizigo sheath. The caller stated that upon inspection of the vizigo sheath, it was noticed to be bent at the tip. The vizigo sheath was replaced and the procedure continued without further issues.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).